Event description:
Boston scientific received information that the patient was in the hospital for an unrelated health concern when it was noted that the device reached its elective replacement indicator (eri) with a battery measurement of 2.50 volts. It is unknown when the device reached 2.65 volts and it is included in the 4/5/2007 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed that it was not immediately known if this device was meeting the definition of premature battery depletion, according to the advisory criteria, based on the available voltage measurement and implant time. Ts recommended replacment of the device within 30 days. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was explanted (B)(6) later due to normal battery depletion. No adverse patient effects were reported as a result of the explant procedure.